Manufacturer narrative:
The pump was returned for analysis and review of the pump logs confirmed multiple motor stalls occurred. Interrogation of the pump determined it was used to infuse morphine, clonidine, and preservative-free saline. Destructive analysis found gear train anomal ies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 3,800 mcg/ml of compounded baclofen at 1000.5 mcg/day, 5 mg/ml of morphine at 1.31 md/day, and 90 mcg/ml of clonidine at 23.7 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2017, it was reported that the patient's pump was alarming and it was confirmed that a motor stall had occurred. The pump was replaced on (B)(6) 2017. No environmental/external/patient factors that might have led or contributed to the issue were reported. No diagnostics or troubleshooting measures were performed. The patient status was listed as "alive: no injury". The pump would be returned for analysis. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.